Manufacturer narrative:
A visual inspection of the drill confirmed the reported complaint of the tip breaking off. The entire drill head is broken off and the flutes are separated from each other. Only two of the three flutes were returned. Dimensional inspection of the flutes is prohibitive due to their condition. The drill shaft is slightly bent and scored heavily proximal to the broken off tip. The condition of the drill is consistent with drilling over a bent guide wire. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip of the device broke off in the patient during the acl procedure. The broken portion was removed with the use of graspers. A back-up device was available for use. No patient injury or other complications were reported.